Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) alarm that occurred on the home choice (hc) unit during dwell 3. The tsr had the hp close all clamps and cycle power to clear the alarm. The hp had a se 2240 prior to the se 2367. The tsr explained a se 2240 indicates a large amount of air has entered setup. The tsr reviewed proper procedures per the user manual with the hp. The tsr advised the hp to complete therapy with manual supplies. A follow up was made via phone call with the hp regarding the alarm. The hp stated they finished therapy with manual supplies. The lot number was unknown and the sample had been discarded. The hp has continued therapy no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.